Event description:
It is reported that the patient suffered a mi approximately 20 months post index procedure. Outcome of the mi was death. Cause of death provided as acute mi, coronary heart disease and has.

Manufacturer narrative:
Evaluation , results: inherent risk of procedure ¿ (myocardial infarction); conclusions: inherent risk of procedure ¿ (myocardial infarction).

Manufacturer narrative:
Evaluation results: inherent risk of procedure (death). Evaluation conclusions: inherent risk of procedure (death). (B)(4).

Event description:
During index procedure one endeavor sprint drug eluting stent was implanted to the lad. Approximately 20 months post index procedure, patient cardiac death occurred. Cause of death was cardiac arrest. Investigator indicated that the reported event was not related to the study device.